Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. Reportedly, the issue resolved when the customer used an alternate wall adapter.